Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09844 pertains to the other device.it was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2011.according to the complainant, as a result of the implants, the patient suffered pain, infections, vaginal discharge, dyspareunia, and urinary problems.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.